Manufacturer narrative:
S/w 6.5v. Retainer ring=( black). Customer returned pump for alleged no vibration found on (B)(6) 2021. Pump passed the displacement test. No vibration noted during self test. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, force sensor, harness assembly vibrator or corroded battery tube. Swapped out test case with vibrator motor. The vibrator motor functioned properly. Confirmed that no vibration isolated to vibrator motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case noted. No vibration was confirmed due to defected vibrator motor. Cosmetic damage not confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the vibration did not seem to work. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue to use the device.